Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided the caller with pump reset instructions and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue returned.